Manufacturer narrative:
This report is to update sections based on additional information received by nevro.

Event description:
Follow up indicated that the physician does not believe the fall and fracture to be caused by the device.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced leg weakness and fell, resulting in a broken back. Nevro attempted to obtain a medical assessment from the physician but no additional information was available. The patient was hospitalized and is scheduled for surgery.